Event description:
The enterprise vrd and delivery (enf452212/10210277) was deployed with optimal placement in the right pca down into the basilar artery for coverage of a basilar tip aneurysm. After 15-20 minutes of observation, the stent migrated proximally out of the right pca and down into the basilar artery where the distal tines of the stent were fully deployed and open, apposing to the parent artery and the remaining stent vertical in the basilar artery. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. No coiling was done on the patient. The physician is waiting 3-4 weeks for stent to endothelialize into the basilar wall, then possible coiling may occur. The aneurysm was not ruptured. There was no vasospasm. There was 5mm on each side of the neck. The microcatheter used was a select plus 150/5 cm (606s255x/15701057). There were no issues with the microcatheter.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: transcend wire (details unknown); select plus 150/5 cm (606s255x/15701057).

Manufacturer narrative:
The 22mm enterprise vrd (enf452212/10210277) was deployed with optimal placement in the right posterior cerebral artery (pca) down into the basilar artery (ba) for coverage of a basilar tip aneurysm. After 15-20 minutes of observation, the stent migrated proximally out of the right pca and down into the ba where the distal tines of the stent were fully deployed and open, apposing to the parent artery and the remaining stent vertical in the ba. It was reported that there was no patient injury that occurred as a result of the event. And no additional medical intervention or medication was required to prevent impairment or injury. No coiling was done on the patient. The physician is waiting 3-4 weeks for stent to endothelialize into the basilar wall; then possible coiling may occur. The aneurysm was not ruptured. There was no vasospasm. There was 5mm on each side of the neck. Pictures were received indicating a distal vessel diameter of 2.0mm and proximal vessel diameter of 3.3mm with placement of the stent approximately 1/3 in the pca and 2/3 in the basilar artery. The microcatheter used was a prowler select plus 150/5 cm (606s255x/15701057). There were no issues with the microcatheter. The stent remains implanted. Stent migration/embolization is a known potential adverse event as outlined in the instructions for use. It further warns that a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10210277. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A definitive root cause conclusion cannot be made regarding the reported event; however, there is no indication of any related device manufacturing issues with clinical factors possibly contributing to the event. Therefore, no corrective actions will be taken at this time.